Event description:
On (B)(6) 2012: notification rec'd from covidien (B)(6), via email: a (B)(6) male pt weighing (B)(6), rec'd 100 ml of (ioversol) by IV route, via automatic injector for scan of arterial vessels for aortic aneurysm, on (B)(6) 2012. During optiject injection, he experienced a mild extravasation between 11 and 30ml with edema at injection site (elbow line). The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.